Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   The root cause could not be determined. Based on the results of the investigation, it could not be determined what the foreign material was. However, the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage and breakage of the air and water channels and a shaved distal end. Due to damage to the air-water tube and a chip on the distal end, water tightness was lost. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection; instructions for use states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the upward/downward knob cannot be locked securely, due to wear of forceps elevator (fe) lever; air/water cylinder (aw-cylinder)and suction cylinder (s-cylinder) had no color; the water tightness was lost, due to damage on air/water tube (aw-tube) and to a chip on distal end; the insulation resistance value at distal end does not meet the standard value, due to a scratch on the plastic distal end cover (c-cover); the objective lens and light guide (lg) were cracked; the connecting tube was buckling; and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material was found inside the air/water tube (a/w-tube) and the air/water cylinder (a/w-cylinder). There were no reports of patient involvement.